Manufacturer narrative:
Continuation of d10: product ID 306001, lot# unknown, implanted: (B)(6) 2024, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the trial was initiated on (B)(6) 2024. It was reported that they could not bathe during the trial. They decided that they wanted to take a bath last night and disconnected all of their wires and bandages. Because the leads were left dangling, they decided to cut them before speaking with a manufacturer representative (rep) or customer service. It was unclear how much lead was exposed for them to be removed. The cause of the event was known as the patient chose to cut the wires with scissors. The issue was still ongoing. The patient was taking antibiotics. If the physician was unable to get the leads out of the patient's body because they cannot visualize the lead, they planned to prescribe antibiotics and consider an exploratory surgery to remove the leads.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot#: unknown, implanted: (B)(6) 2024, product type: screening device section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.